Event description:
Mediport placed for chemo eight years ago and removed three years ago following discovery of fragment on chest x-ray. The md documented that the device was intact. Patient complained of cough at outside hospital. The outside hospital completes chest x-ray that shows fragment of catheter. This past month the patient goes to interventional radiology for removal of the retained catheter. The patient denies having any other procedures or catheters in the location where fragment found.